Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of inappropriate atrial tachycardia /atrial fibrillation due to far-r oversensing were noted via merlin.net. Review of the episodes exhibited far-r signal during ventricular tachycardia and sinus. Programming changes or lead repositioning were recommended.